Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call of being hospitalized for high blood glucose of 450 mg/dl and low blood glucose of 45 mg/dl. 500 mg/dl and diabetic ketoacidosis. Customer was provided assistance with questions regarding suspending the pump. Customer declined high and low blood glucose troubleshooting. No further details provided.